Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer implanted for non-malignant pain reported the programmer would not power up and they had pain. The screen was blank and nothing would come up when they pressed the minus and plus buttons. They tried new batteries but it did not resolve the issue. The patient started having pain in their back the day before report and they wanted to increase stimulation but the remote would not power up. The patient's recharger was working fine. Additional troubleshooting found the batteries were in backwards. They were able to resolve the issue over the phone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.